Event description:
It was reported that the micro oscillating saw overheated. Attempts to obtain additional information were made and were not successful.

Manufacturer narrative:
The device has been received at the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.